Event description:
It was reported that during guidance for an infusion set supply change with the ilet pump using an inset set, the pump displayed an ¿unable to proceed¿ message during fill tubing suggestive of an occlusion, after which a restart and a dry run to 120 units enabled completion of the change; the first infusion site failed to adhere and a new site was placed, insulin delivery then resumed, and the infusion set lot was 6011054. Symptoms included a sensor glucose of 314 mg/dl indicating hyperglycemia, with no other clinical signs or conditions described. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed a communication-related problem during the process and a device issue consistent with a complete blockage associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.